Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the issue had been resolved on the electronic privacy information center (epic) end. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, there was an epic cartfill issue in which pyxis and the med carousel batch were not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.